Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 880i synchron access clinical systems. The initial result was 192 umol/l. The result was not reported out of the lab. The original specimen was re-tested and a lower result of 70 umol/l was obtained. Patient treatment was not impacted.

Manufacturer narrative:
Qc was run before and after the event with acceptable results. A field service engineer (fse) was dispatched: the fse inspected the creatinine modules and did not find any hardware issues. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.